Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that paraffin wax was found on 4800 bd solomed¿ syringes. The following information was provided by the initial reporter, translated from (B)(6) to english: "paraffin wax was found in the needle during use in the vaccination department".

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 1811402. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the reported lot number were obtained for evaluation by our quality engineer team. The retained samples were examined and no defects could be observed. Based on the limited investigation results, an exact cause could not be determined for the reported issue.

Event description:
It was reported that paraffin wax was found on 4800 bd solomed¿ syringes. The following information was provided by the initial reporter, translated from chinese to english: "paraffin wax was found in the needle during use in the vaccination department"